Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced inaccurate readings with the blood glucose meter and test strips. During the incident, the device falsely indicated hyperglycemia. Relying on this erroneous data, the user administered regular humalog and increased the nph insulin dosage, directly triggering a severe hypoglycemic event characterized by tremors and blurred vision. The specific glucose metrics and precise dosages at the time of the event remain unconfirmed. Following the incident, the patient was hospitalized for observation, requiring routine blood glucose monitoring but no further medical intervention. The patient was hospitalized for three days.